Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 100% stenosed lesion was located in the moderately tortuous and calcified right coronary artery. On the first inflation a 1.5x15mm maverick2 monorail balloon catheter was inflated to 12 atmospheres and ruptured. The balloon was removed intact. The procedure was completed with another of the same device. The patient status is "no problem" with no complications reported.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site could not perform a technical analysis. A review of the manufacturing documentation for this particular batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. The most probable root cause classification is considered operational context due to anatomical/procedural factors encountered during the procedure the performance of the device was limited.